Event description:
On 28th february, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the outer handle tube was broken. Photographic evidence confirmed that issue and indicated the headlight handle was broken with risk of missing particles, also the designated complaint unit employee found that headlight seal was damaged with missing particles. According to the additional input provided by getinge technician root cause was determined to be a combination of normal wear and tear over the 16-year lifetime of the light, and collisions with other operating room equipment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was a member of facilities team. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th february, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the outer handle tube was broken. Photographic evidence confirmed that issue and indicated the headlight handle was broken with risk of missing particles, also the designated complaint unit employee found that headlight seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 28th february, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the outer handle tube was broken. Photographic evidence confirmed that issue and indicated the headlight handle was broken with risk of missing particles, also the designated complaint unit employee found that headlight seal was damaged with missing particles. According to the additional input provided by getinge technician root cause was determined to be a combination of normal wear and tear over the 16-year lifetime of the light, and collisions with other operating room equipment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the outer handle tube was broken. Photographic evidence confirmed that issue and indicated the headlight handle was broken with risk of missing particles, also the designated complaint unit employee found that headlight seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: - prolonged exposure to detergents and disinfectants solutions. - high concentrations. - exposure to heat during the cleaning procedure. - prohibited products. Maquet sas recommend to wipe with a dry cloth and to makre sure no liquid residue is left on the device after cleaning. Only abnormal use (violent collisions, excessive pressure¿) can damage headlight handle as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the outer handle tube was broken. Photographic evidence confirmed that issue and indicated the headlight handle was broken with risk of missing particles, also the designated complaint unit employee found that headlight seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.